Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which did not show the same malfunction code afterward. Customer was advised to continue using the pump and to contact support if the issue recurred.